Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were several pauses and bradycardia episodes exhibited which were later determined to be caused by undersensing with the device. The implantable cardiac monitor (icm) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.